Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from USA stating that the bearings were bad on the device. The device was not used in surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There was no additional information provided.